Event description:
It was reported that the surgeon decided to explant the device due to unresolved infection limited to mastoid. The surgeon noted that the pt performed "extremely well" while using his device and he would like to reimplant the pt. However, at this time, the pt's family would not like to reimplant because the pt continues to aggravate the incision site.